Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4): returned product consisted of a quantum maverick balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with the folds present. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination inspection revealed a pinhole in the balloon wall 3mm proximal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 01oct2014. It was reported that crossing difficulties were encountered. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon pinhole.